Manufacturer narrative:
The suspect product is the compact strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of hi mg/dl and 106 mg/dl, on the compact system (meter, strip lot 20656442 with expiration date 06/30/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had been performed on the system, timeframes unk and passed. Technical support requested the return of the suspect product and replacement product was shipped.